Event description:
Pt undergoing renal dialysis. Machine pressure was increased and a hole was noted just distal to the exit site in the venous limb of the catheter. The catheter was repaired and then noted to be occluded. Pt was hospitalized for treatment of occlusion which was done using 3800 units of urokinase. Repair involved cutting piece of the blue port line and attaching a new port. Pt was discharged eight (8) days later.